Event description:
The ge oec 9800 fluoroscopy system locked up during use.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. The software was re-loaded. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.